Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The field service engineer confirmed with the customer that the issue had already been resolved but no resolution provided how the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device not detected on bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.